Event description:
A customer contacted beckman coulter inc. (Bci) in regards to four hybritech psa (hyb-psa) patient and qc results generated by the unicel dxc 600i synchron access clinical system. The results were reported out of the laboratory. The samples were repeated on the same unit and results were within the normal reference range. Unknown if patient treatment was administered or withheld.

Manufacturer narrative:
Upon repeat testing the qc values obtained were within the assay's established ranges. During troubleshooting the event with customer technical support (cts), the customer discovered that a hyb-psa reagent pack have been shared between the customer's two access systems. Service was not dispatched since the likelihood cause of the event was determined while troubleshooting the event with cts. User error is the likely root cause for this event.